Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a PICC. The customer states that the PICC was placed on (B)(6) 2011 in the right forearm near antecubital fossa. On (B)(6) 2011, the PICC leaked at the junction of the catheter and the hub. The PICC was removed and replaced with a new one. The patient's status was unchanged at the time of the leak.